Manufacturer narrative:
H.6. Investigation: one photo of an open 32g x 4mm pen needle sample was returned from lot. No. 9288473, cat. No. 320562. Visual examination of the returned photo was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact that no physical sample was returned no further investigation can be carried out. See h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: I have encountered problems for some time in different boxes, with needles that do not fit into the skin, forced to change needles, observing with a magnifying glass the needles are rounded at the tip. Ref( (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: I have encountered problems for some time in different boxes, with needles that do not fit into the skin, forced to change needles, observing with a magnifying glass the needles are rounded at the tip. Ref : 320562.